Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. While set to 500ml, the ventilator is giving 560ml. The flow valve was replaced to address the reported issue.

Event description:
It was reported by the customer that the ventilator is delivering high tidal volumes. There was no patient involvement during this incident.